Event description:
In late 2007, the sales representative reported that during a thoracolumbar surgery the surgeon was using the polyaxial screwdriver and it would not grab the screw to turn, it kept slipping. There was a five minute surgical delay. Additional information received on 03 jan 2008, the sales representatives reported that the surgeon continued to use the screwdriver while applying downward pressure to engage the screw, but it continued to slip off the screw. The scrub tech gave the surgeon the same screwdriver instead of using the second one in the kit and this cause a live minute surgical delay. The surgeon was able to finish the case using the second driver. There was no reported injury to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.